Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed the displacement test, self test and a21 alarm test. No unexpected alarm anomalies noted.

Event description:
The customer reported via phone call that the reservoir tube lip of the insulin pump was cracked. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.